Event description:
It was reported that during an olif surgery, the tip of the fixation pin broke in the patient and could not be retrieved. Surgeon decided to leave it in the vetebral body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.